Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation was discovered during a visual examination. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/02/2018, mentor received additional information about the event: it was originally reported that the right implant was the one that deflated (serial number (B)(4)). New information states that it was the left implant that deflated (mentor smooth round moderate profile 300cc saline breast prosthesis, cat. #3501645, serial #(B)(4)) it was originally reported that the patient identifier is (B)(6) new information states that the patient identifier is (B)(6). It was originally reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2017. Patient¿s date of birth is (B)(6). Patient age at time of event is (B)(6). It was originally reported that the implantation date is (B)(6) 2008. New information states that the implantation date is (B)(6) 2018. It was originally reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 300cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were found. No anomalies were found. The complaint was not confirmed since no anomalies were found on the device. All the implants are 100% inspected before leaving the facility breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).